Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level went up from 475 mg/dl to 600 mg/dl. The customer treated her blood glucose level of 475 mg/dl with 20 units and an additional 25 units to treat her blood glucose level of 600 mg/dl. The customer treated with a syringe. The drive support cap was flushed with the insulin pump. She was nauseous and vomiting. The customer contacted their healthcare provider regarding their high blood glucose levels. Her healthcare provider took some blood to confirm her blood glucose level was high. The customer changed the infusion set 4 times. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window.